Event description:
It was reported that the ilet user's blood glucose was 58 mg/dl after three back-to-back meal announcements were made by the user despite a code restriction intended to prevent mis-announcements, resulting in insulin delivery inconsistent with actual intake. The user¿s caregiver treated the low with orange juice. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included minor injury of hypoglycemia with no lasting health consequences or longer-term impact. Investigation included communication with the user¿s representative and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the event was attributed to accidental meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.